Manufacturer narrative:
Bd has determined that this MDR was reported in error as it was found to be a duplicate of an event previously reported. H11: section a through f- the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device had received an alert 113 (reduced water temperature control). Patient was switched to another device. Therapy could be finished. Per quick check revealed that the level sensor did not perform properly. It was also observed, that the chiller circuit had an issue to hold the t4 temperature under 6°c during device idling.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the arctic sun device had received an alert 113 (reduced water temperature control). Patient was switched to another device. Therapy could be finished. Per quick check revealed that the level sensor did not perform properly. It was also observed, that the chiller circuit had an issue to hold the t4 temperature under 6 degrees c during device idling.